Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the up arrow keypad button required multiple presses to evoke a response. The reporter stated there were no rips or tears in the keypad and the audio bolus button is intact. The patient reportedly keeps the pump in a pocket and does not clean the pump. There is no adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: (B)(4): the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings the complaint regarding up key was not duplicated.. All keys were tested and responsive. The keypad is intact with no evidence of peeling or damage. The keypad was removed to check for contamination which was found under up/down/contrast/ok key contacts.